Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 425 mg/dl and 300 mg/dl. The customer was treated with manual injection however, it was not getting the blood glucose level down. The customer was not able to perform troubleshooting as the customer was not on insulin pump. The insulin pump will not be returned for analysis.